Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has a helium leak. There was no patient harm reported or staff injuries.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has a helium leak. There was no patient harm reported or staff injuries. Additional information received stating patient involvement information unknown and event circumstance unknown.

Manufacturer narrative:
It was reported during that the cardiosave intra-aortic balloon pump (iabp) unit facing "helium leak" issue, event circumstance unknown. A getinge field service engineer (fse) spoke with harry weaver in biomed. Over the phone it was found that the external helium tank washer was missing. Biomed replaced the washer and the unit no longer had a leak. Closing so as resolved by phone. Equipment passed all functional testing. Unit returned for clinical service is unknown. Patient involvement was unknown.